Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent endovascular treatment using gore® excluder® aaa endoprostheses for an abdominal aortic aneurysm. After the deployment of all the stent grafts, it was noted that the pulse of the left leg was weak. A bare metal stent was deployed to extend the device distally to the sheath puncture site, but the situation did not change. When the pressure gradient was confirmed, the pressure dropped at the location beyond the flow divider of the ipsilateral leg. An additional contralateral leg endoprosthesis (plc181000j/(B)(4)) was deployed at the same level of contralateral limb. The pressure gradient was resolved immediately after deployment, but the pulse became weak again after the closure of wound. The patient was monitored. On (B)(6) 2020, the patient underwent intravascular ultrasound (ivus). It was noted the contralateral leg endoprosthesis (plc181000j/ (B)(4)) was compressed. A vbx was deployed from approx. 1cm proximal to the flow divider, and kissing ballooning was performed. Ivus confirmed the dilation of the lumen, and the pulse was confirmed after closure of the wound. The patient tolerated the procedure.

Manufacturer narrative:
Addition h6: code 213-the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Addition h6: code 22-according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include reoperation.

Manufacturer narrative:
Addition g5.